Event description:
Bilateral implant ruptured, discovered during surgery, right-side.

Manufacturer narrative:
This device has been explanted but we have not received it back from the md.

Manufacturer narrative:
Sientra complaint (B)(4). The device was returned with a shell failure and dark yellowing of the gel. Some bubbles were observed in the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.